Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement greater than 200 ohms and intermittent rv pace therapy loss of capture. This was discovered when the patient was in the clinic. The boston scientific representative (rep) asked boston scientific technical services (ts) if this patient was enrolled in remote monitoring. Ts indicated that the patient is enrolled in remote monitoring and confirmed there was an alert for the high out of range shock impedance measurement. Ts also noted the rv pace impedance showed a corresponding increase of approximately 200 ohms. The rv pace impedance remains within normal specification limits. The rep noted the patient is not pace therapy dependent and indicated they will discuss the next steps with the physician. The lead remains in-service. No patient symptoms or adverse patient effects were reported. The rv lead was subsequently surgically abandoned and replaced.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement greater than 200 ohms and intermittent rv pace therapy loss of capture. This was discovered when the patient was in the clinic. The boston scientific representative (rep) asked boston scientific technical services (ts) if this patient was enrolled in remote monitoring. Ts indicated that the patient is enrolled in remote monitoring and confirmed there was an alert for the high out of range shock impedance measurement. Ts also noted the rv pace impedance showed a corresponding increase of approximately 200 ohms. The rv pace impedance remains within normal specification limits. The rep noted the patient is not pace therapy dependent and indicated they will discuss the next steps with the physician. The lead remains in-service. No patient symptoms or adverse patient effects were reported.